Event description:
It was later reported that no log files were taken prior to the system controller exchange as the situation aligned with the recent backup battery recall. It was said the patient's system controllers had reoccurring backup battery faults despite multiple backup battery changes.

Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number: (B)(6), was not returned for further analysis. Provided information indicated that there were backup battery fault alarms on system controller (B)(6); however, (B)(6) was returned. Through additional information, it was indicated that backup battery fault alarms were present on (B)(6). There were no reported issues with system controller (B)(6). No log files from the system controller were submitted for review. The reported event could not be correlated to this system controller. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient complained of backup battery fault alarms. This was the fourth backup battery fault that the patient had with four backup battery replacements which were unresolved with self-tests. Patient was known to take care of their equipment. The system controller was exchanged per recent recall protocol.